Manufacturer narrative:
(B)(4). The customer advised that they had recently installed a new charge-pak assembly but that did not resolve the reported issue. The customer then removed and reinstalled it, but then the charge-pak would no longer insert into the well and that the device¿s lid would not remain closed. The customer performed a visual examination of the well of the defibrillator where the charge-pak is installed but no discrepancies were visibly observed. Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not have been possible if it were necessary. There was no patient involved in the reported event.